Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving a suspected false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Customer tested negative with three sars-cov-2 pcr tests. Although requested, customer did not respond to technical supports three attempts to obtain additional information regarding this false positive result.